Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the doctor found tube detached when using on patient. Then changed new one, no impact on patient".

Event description:
It was reported that "the doctor found tube detached when using on patient. Then changed new one, no impact on patient".

Manufacturer narrative:
Qn#: (B)(4). Other remarks: n/a. Corrected data: n/a.